Event description:
It was reported while using bd plastipak¿ luer slip syringe the plunger was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: syringe plunger is broken (on top).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-may-2023. One sample received for investigation. Upon visual evaluation, broken plunger at the thumb press is observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with entanglement in the input discs of the equipment. H3 other text : see h10.

Event description:
It was reported while using bd plastipak¿ luer slip syringe the plunger was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: syringe plunger is broken (on top).